Manufacturer narrative:
Evaluated 1 opened and used reservoir. Checked o ring stopper groove for anomalies and none were found. Performed basal and bolus leak test per specification. The reservoir was filled with diluent and connected to a new infusion set, installed reservoir and connector into the insulin pump. Conclusion reservoirs do not leak.

Event description:
It was reported that the customer had a reservoir leaks on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked when did the leak occur and customer said the it occur during changing his entire infusion set and reservoir. The troubleshooting was performed. The customer was advised that the reservoir will be return with the malfunctioning insulin pump. No further information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).